Event description:
Safari wire was used to cross the mitral valve. Edwards sapien valve was advanced into mitral valve and deployed. Wire and delivery system withdrawn, and wire was noted to be uncoiled. Wire was inspected and it was determined that no fragments were retained in the patient. X-ray was used to confirm as well. Manufacturer response for safari2 extra support, safari2 extra support (per site reporter). One of the three devices returned for examination.